Manufacturer narrative:
No medical records were provided to the manufacturer. An image was provided. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a calcified lesion in the axillary vein, the pta balloon allegedly ruptured at ten atm. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device and one electronic photo were returned for evaluation. Visual inspection identified a partial circumferential break at the proximal balloon butt joint. Functional testing was unable to be performed due to sample condition. Therefore, the investigation was confirmed for break as the balloon butt joint was partially broken. The investigation was inconclusive for rupture as the device was unable to be inflated due to the sample condition. The definitive root cause for the identified balloon joint break or reported balloon rupture could not be determined based upon the available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during an angioplasty procedure of a calcified lesion in the axillary vein, the pta balloon allegedly ruptured at ten atm. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.